Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch #600c17. Investigation summary ==> visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with two (ecr45b & ecr45g) reloads present. The reload (b) was received unfired. The reload (c) was received partially fired (B)(6). The device was tested for functionality in the straight position with a returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria the partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 600c17, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.